Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element, ous, mr 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Struts 5-12 from the proximal end of the stent were damaged and deformed, struts 5-8 were bunched, struts 8-12 were stretched in a proximal direction. It is likely the crimped stent may have encountered resistance during advancement and withdrawal through the stenosed lesion. The undamaged stent outer diameter (od) measured which is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the mid left anterior descending artery (lad). After a 6f non-bsc guide catheter was engaged and a 0.014x180cm non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2x10mm and 2.5x10mm non-bsc balloon catheters. Subsequently, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross lesion despite multiple attempts. The procedure was completed with deployment of another 3.0x38mm promus element stent at 12 atmospheres. Post-dilation was performed with a 3.5x10mm quantum maverick balloon catheter and final angiography was performed which showed timi 3 flow. The patient was transferred to the intensive care unit (ICU). No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.